Manufacturer narrative:
Findings: pump was received with no button response due to flattened esc, act, down and up buttons dome switch. Inspected connector and noun locked connector noted. Unable to perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner and severely scratched display window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 585 mg/dl. The customer felt no symptoms. The customer was treated for the high blood glucose with the insulin pump and syringes. The customer returned the product for analysis.